Event description:
Boston scientific received information that the pacemaker exhibited low out-of-range (oor) pacing lead impedance (pli) measurement which the lead safety switch had occurred in the competitor's right atrial (ra) lead. Additional information obtained from the field representative that the cause of low impedance was unknown. The representative decided to split the configuration to bipolar pacing and unipolar sensing after testing the lead measurements since noise was noticed on ra lead. The thresholds were fine and stable. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.